Event description:
Caller reported that pump battery was depleting too quickly, but there was no pump shutdown as a result. There was no adverse impact to the customer¿s blood glucose level. Technical support advised caller to fully charge battery and sent a new wall adapter.